Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The mpu had an ac power cord. The ac power cord did not come loose from the wall or the back of the unit, nor was there an environmental circumstance that affected the power at the time of the event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the submitted log files confirmed the reported event of no external power alarms on (B)(6) 2025 while the mobile power unit (mpu) was in use. The alarms appeared to have been caused by a loss of ac power, as the voltage within both power cables steadily decreased leading up to the alarm. The backup battery supported the system as intended during the loss of external power, and the alarm resolved within a few seconds when power was restored to the system. No other notable alarms were observed, and the system appeared to function as intended. The mpu (serial number: (B)(6) was not returned for evaluation. The root cause for the reported no external power alarm could not be conclusively determined through this investigation. The device history records were reviewed for the mpu (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. Heartmate 3 IFU (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage, power cable disconnect, and no external power alarms. This section also provides the actions to take if the alarm does not resolve. Heartmate 3 IFU (rev. D) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. A) section 3 ¿ ¿powering the system¿ explains how to properly use the mpu and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. This section also cautions to plug the mobile power unit into a properly tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. Heartmate 3 patient handbook (rev. A) section 6 - ¿caring for the equipment¿ and heartmate 3 IFU (rev. D) section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Additionally, the heartmate 3 patient handbook, section 10 - ¿safety checklists¿- and heartmate 3 IFU, section e - ¿safety checklists¿- provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had been experiencing low voltage, power cable disconnect, and no external power alarms. It was noted that the patient's white cable had a fluid-like bubble that was "leaking" according to the patient. Log files were submitted for review and captured low voltage and no external power alarms on the mobile power unit (mpu) on (B)(6) 2025 at 1446. It appeared that there was a total loss of power to the mpu which enabled the emergency backup battery (ebb) in the system controller to power the system until power was restored to the mpu. The event lasted approximately 45 seconds. All other power cable disconnect alarms seen within the log file were associated with power source change.